Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size was 5cm. Vessel morphology at the time of implant is unknown. It was reported that the stent graft was successfully placed with no signs of endoleak. It was reported that the aneurysm had enlarged from 5 cm to 6.5 cm over the period of 20 months post stent graft implant, however there were no signs of endoleaks present. It was reported that the patient expired 23 months post stent graft implant. The death certificate indicates that the cause of death was myocardial infarction, there are no other complications listed.